Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
String broke off and she was unable to get the tampon out [foreign body in reproductive tract]. String broke off- tampon [device breakage]. Case narrative: reporter stated that her daughter's tampon string broke off and she was unable to remove it. No serious injury was reported.